Manufacturer narrative:
Concomitant products: product ID 3550-09, lot # l97193, implanted: (B)(6) 2003, product type accessory; product ID 3487a, lot # l48452, implanted: (B)(6) 1998, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1998, product type extension. (B)(4).

Event description:
It was reported that there were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. The manufacturing representative (rep) was going to meet with the patient that had not charged in approximately 1.5 years. The patient noticed a problem charging 1.5 years ago. It was noted that the patient had not had any overdischarge situations in the past. A month later it was reported that the device was overdischarged. Two physician mode recharges (pmr) were performed. A full recharge was performed and the power on reset (por) was cleared. The device was reprogrammed on (B)(6). When the impedance check was done, number one contact looked like there were high impedances. The company representative was able to program around that and resumed the patient¿s therapy normally. If additional information is received, a follow up report will be sent.